Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a protege rx self-expanding stent device for treatment in a patient in the right proximal carotid artery - common with plaque, calcification and 90% stenosis. No abnormalities reported in relation to anatomy. A spider device was also used. The device was prepped as per IFU with no issues noted. It was reported that deployment issues occurred, partial deployment occurred when the stent reached the lesion and was ready to be deployed. During the deployment process of the carotid stent at the lesion site, it could not be pushed out normally after one-third of the stent was deployed under imaging. After several attempts to push it out in the body, it was unsuccessful and was withdrawn from the body. After withdrawal, the carotid stent was found to be in a semi-deployment state. No patient injury reported for this event

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tight. The device was returned with approximately 21mm of the stent deployed, the device was flushed, a 0.014¿ guidewire was loaded into the device and the device was loaded onto the deployment fixture, the stent was deployed at a max. Peak force of 0.90lbs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.